Event description:
The customer reported that the system displayed a communication failure error message and locked up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were reseated: the power supply connectors, power signal interface connectors, fluoro functions board, generator interface board, and system interface board. Additionally, the interconnect cable was replaced and the fluoro functions board voltage was adjusted. The system was then found to be operating as intended.